Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the full lead was returned and analyzed. The primary analysis finding noted the inner tubing insulation was breach (extrinsic) cut. The inner insulation was distorted (extrinsic) kinked/buckled. The inner tubing insulation was distorted (extrinsic) kinked/buckled. The inner insulation was breach (extrinsic) cut. The outer insulation was breach (extrinsic) cut. The distal conductor was not obstructed by blood. The proximal conductor was not obstructed by blood. Visual analysis noted there was damage at implant. Concomitant continued: 5076-52, implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that during implant, the lead was difficult to position and was repositioned four times. The lead had poor p-waves and high thresholds. The helix took 21 turns to extend. The lead was removed and another lead was attempted. No patient complications have been reported as a result of this event.